Event description:
About six weeks after performing a primary total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2013, the surgeon treated the patient for infection with an incision and drainage procedure. The surgeon stated that the infection was intramuscular, and not in the joint space; therefore, the surgeon chose not to revise any implanted components.

Manufacturer narrative:
As part of normal complaint f/u, an evaluation has been initiated with regard to this event. The patient's infection was stated to have been located in the intramuscular space, away from the operative joint. At this time, there is no evidence which shows that the infection was caused by any mako components nor due to the makoplasty procedure, as documented. The complaint evaluation is currently ongoing. A supplemental report will be submitted if results at the evaluation's conclusion provide any further info which contradicts this assessment.